Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at the hospital for psychiatric treatment. It was stated that they had some issues with hypertension and hypovolemia causing lower flow and higher pulsatility index (pi). Their left ventricular device (lvad) flow had been on the lower side 3.0 to 2.6. Hypertension and hypovolemia were treated with no resolution of the lvad flow into a higher range. They were previously flowing with in 4.0 lpm range a few months ago per the patient hospital records and account records. There flow was lower when they were laying down with no marked increase in pi. The patient's echocardiogram (echo) showed the aortic valve (av) opening every beat, midline septum, and an ejection fraction of 10%. Log files were submitted for review which revealed unsustained low flow estimates and clusters of pi events that would cause the heartmate 3 left ventricular device (hm3 lvad) speed to drop to its low speed limit, which was currently set at 4900rpm. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.